Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 70 mg/dl to 42 mg/dl. The customer treated with food and declined low blood glucose troubleshooting. Customer's blood glucose value unknown at the time of the call. Customer stated that the she needed assistance on basal rate programming due to having low blood glucose readings. Customer was advised of the resources available for them in medtronic website and advised to customer was advised follow up with her healthcare professional. The insulin pump was not returned for analysis.